Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the stylet returned inserted in the lead. The helix was extended and dried blood/ body fluid noted in the helix housing and in the neck region. Cuts noted in the lead insulation in a couple of places. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix. A fractured cathode coil could lead to placement difficulty and difficulty in removal. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that during an implant, this right atrial (ra) lead was difficult to place. The ra lead dislodged. The helix would not retract. The ra lead was difficult to remove. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.